Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the pt was revised due to the recall. Tissue staining was discovered intraoperatively.

Manufacturer narrative:
Corrected: report source, correction/removal reporting number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions ref (B)(4). Depuy considers the investigation closed at this time should the product and/or information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Product complaint # (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 11/28/2012 - litigation received 11/05/2012. Complaint changed to legal. Dob added. Right hip. Litigation alleges patient had pain, elevated blood levels of chromium and cobalt, limitations in ability to walk and move and bone erosion after asr hip implant. There is no new information that would change the outcome of the investigation. Update 01/23/2013 - medical records were obtained. Medical records indicate pseudotumor formation and increased serum levels of metal. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4) was established regarding root cause and/or corrective actions. Reference: mdd CAPA-(B)(4). Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore, if lot codes are provided, no DHR (device history record) review or complaint database search for this individual asr component will be carried out at this time. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary